Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suture-cut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suture-cut needle driver cable snapped. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis (fa) team. Fa replicated and confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end.